Manufacturer narrative:
We have requested and swalt the consumer's return of more information regarding her experience, and the return of product for evaluation and date code information for investigation. Playtex is submitting this report only because it believes that an event meeting the requirements may have occurred. This does not mean that playtex believes that the device manufactured by it was defective or malfunctioned or that a playtex product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by playtex.

Event description:
Received a report from our international distributor indicating an another country consumer had contacted them to advise she had sought a medical examination after experiencing a foul odor a few days after the end of her last menses. Consumer advised the doctor removed a small piece of tampon pledget and she has fully recovered.